Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported inflow conduit misalignment could not conclusively be established through this investigation. The evaluation of the submitted log files confirmed the reported low flow alarms. The controller event log file contained data from (B)(6) 2021 13:57:38 through (B)(6) 2021 09:38:54. Transient low flow fault flags were captured, resulting in a total of 43 low flow hazard alarms on (B)(6) 2021. Most of the observed low flow events also appeared to be associated with elevated pi values ranging from 12.0-12.9. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The lvad event log file captured low flow events. The controller and lvad periodic log files appeared to capture the pump operating as intended. The account reported that a chest x-ray (cxr) revealed inflow malposition which was discussed by the team. The patient contacted vad team reporting increased low flow alarms. Nothing was done for the malposition, and the patient was asymptomatic. The low flow alarms had ceased on (B)(6) 2021, likely due to either repositioning of pump or decreased blood pressure (bp). The customer requested a low flow software upgrade to reduce the patient¿s low flow limit from 2.5lpm to 2.0lpm. The low flow software upgrade was completed on (B)(6) 2021. The primary and backup controllers, (B)(6), were upgraded to the low flow 2.0 software on (B)(6) 2021 under case numbers (B)(4), respectively. No further alarms have been reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28may2021. The most recent revision of the heartmate 3 lvas instructions for use (IFU) section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been seen in the clinic on (B)(6) 2021 and chest x-ray revealed inflow malposition. The patient contacted the ventricular assist device (vad) team on (B)(6) 2021 and reported increased low flow alarms. Mean arterial pressure (map) was 88 mmhg. The vad team requested low flow software upgrade be performed. The patient went to the clinic on (B)(6) 2021 for further evaluation and requested upgrade would be performed then if possible. The low flow alarms ceased on (B)(6) 2021. It was though to be either due to repositioning of the pump or decreased blood pressure. A low flow software upgrade is scheduled for (B)(6) 2021.